Event description:
Info from spain concerning the jaws of the er320-they break apart when firing. Awaiting further info to follow. 11/20/1998 additional message from affiliate. The jaw breaks apart when firing.